Event description:
Offset reamer will not slide into the end effector, gets stuck halfway and requires extreme force to remove it. Also several screws missing from the assembly. Case type / application: tha.

Manufacturer narrative:
Reported event: an event regarding mechanical failure involving a mako reamer handle was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirms shaft damage resulting in insertion issue as well as missing screws clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Offset reamer will not slide into the end effector, gets stuck halfway and requires extreme force to remove it. Also several screws missing from the assembly. Case type / application: tha.